Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion on the patient, when attempting to place the guide wire threads, the guide wire would not advance inside the portion of the catheter and it was stuck. It was necessary to remove the guide wire together (at the same time) with the catheter and when it was removed, it was bent. The guide wire was not frayed, unraveled, or coiled. It was not noticed in the packaging or during visual inspection. The guidewire provided with the kit was being used. No tools used when trying to remove the guidewire. No excessive force required to remove the guidewire. There was a minimal (less than 5mls) blood loss and blood transfusion was not required. No other products being utilized with the device. Nothing unusual observed on the device prior to use. No flushing done prior to use. There was no tego utilized and no luer adapter issue. The insertion site was treated iodine with prior to product placement. The catheter was not repaired and there was no leak. A new kit of the same lot was required and used. The patient had reinsertion with another catheter as intervention. The procedure was completed. There was no reported patient outcome.